Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant"), genital haemorrhage ("abnormal bleeding") and cerebrovascular accident ("stroke") in a 32-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no". The patient's concurrent conditions included morbid obesity, leg pain, viral infection, shortness of breath and irregular periods. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced bacterial vaginosis ("bacteria vaginosis"). On (B)(6) 2006, 8 months 23 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced tooth disorder ("dental issues /dental problems"). In 2015, the patient experienced migraine ("migraines") and cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), headache ("headaches"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), rash ("rashes on different parts of body"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and arthralgia ("left hip pain"). The patient was treated with surgery (B)(6) 2017, hysterectomy with bilateral salpingectomy), surgery (B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery (ablation,). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, abdominal pain, hypersensitivity, anxiety, vaginal haemorrhage, bacterial vaginosis, migraine and cerebrovascular accident outcome was unknown, the genital haemorrhage, weight increased, headache, depression, menorrhagia and dyspareunia had resolved, the alopecia, tooth disorder and fatigue had not resolved and the pelvic pain, rash, dysmenorrhoea and arthralgia was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bacterial vaginosis, cerebrovascular accident, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure coils- 4 coils in left fallopian tube; 3 coils in right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, bacteria vaginosis, rashes on different parts of body, migraines, stroke, dysmenorrhea, dyspareunia, fatigue, left hip pain and essure confirmation test(s)-no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant"), genital haemorrhage ("abnormal bleeding") and cerebrovascular accident ("stroke") in a 32-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no". The patient's concurrent conditions included obesity, leg pain, viral infection, shortness of breath and irregular periods. In 2005, the patient experienced bacterial vaginosis ("bacteria vaginosis"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 8 months 23 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced tooth disorder ("dental issues /dental problems"). In 2015, the patient experienced migraine ("migraines") and cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), headache ("headaches"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), rash generalised ("rashes on different parts of body"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and arthralgia ("left hip pain"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery (ablation,). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, abdominal pain, hypersensitivity, anxiety, vaginal haemorrhage, bacterial vaginosis, migraine and cerebrovascular accident outcome was unknown, the genital haemorrhage, weight increased, headache, depression, menorrhagia and dyspareunia had resolved, the alopecia, tooth disorder and fatigue had not resolved and the pelvic pain, rash generalised, dysmenorrhoea and arthralgia was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bacterial vaginosis, cerebrovascular accident, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash generalised, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure coils- 4 coils in left fallopian tube; 3 coils in right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), tooth disorder ("dental issues"), headache ("headaches"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain"). The patient was treated with surgery (plaintiff had surgery to remove essure implant.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage, weight increased, abdominal pain, alopecia, tooth disorder, hypersensitivity, depression, anxiety and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.